Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet bionic pancreas with a contact detach 23"-6 mm infusion set and a dexcom g7, with a nadir of 53 mg/dl by blood glucose meter and 60 mg/dl by ilet, lasting approximately 20 minutes, and the user self-treated with 8 oz of juice; troubleshooting and education were provided, including infusion set placement guidance. Symptoms included jitteriness during the episode. Outcomes included successful self-management without medical intervention, assistance, ambulance, emergency care, or hospitalization, and glucose recovery to 118 mg/dl. Investigation included complaint intake, user interview, and troubleshooting with education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hypoglycemia. It was concluded that the event was user-reported hypoglycemia with cause unclear, with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.